Event description:
It was reported that a reconstitution device leaked through the seal at the connection. The reporter stated that the connection did not seem to fit properly. This occurred while medications were being mixed. There reporter stated that antibiotic solution leaked onto the hands of the operator; however, there was no injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.